Event description:
The physician removed the stent delivery system from the patient after encountering friction in the moderately tortuous anatomy. Once it was outside the patient, the system was flushed again. When the system was flushed, debris that appeared to be a white fiber emerged from the distal end of the device. The material was removed from the device. The stent delivery system was reintroduced to the patient and advanced to the lesion without encountering resistance. The stent was successfully deployed at the lesion and there was no clinical consequence to the patient.

Event description:
The physician removed the stent delivery system from the patient after encountering friction in the moderately tortuous anatomy. Once it was outside the patient, the system was flushed again. When the system was flushed, debris that appeared to be a white fiber emerged from the distal end of the device. The material was removed from the device. The stent delivery system was reintroduced to the patient and advanced to the lesion without encountering resistance. The stent was successfully deployed at the lesion and there was no clinical consequence to the patient.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications. No product was returned, only a plastic vial. The plastic vial was compressed and ripped on the sides. There was no debris noted in the plastic vial or the packaging. There was no indication from the returned vial that the device was contaminated as reported. No other anomalies were noted. It was not possible to determine the potential cause of the reported event.